Manufacturer narrative:
Transfer: legacy CPR# (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported reported via breast implant follow-up study (bifs) left side "firm and looks abnormal due to capsular contracture". No treatment was performed. Healthcare professional later reported "fibrous capsule and rupture", diagnosed via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed a missing 100 % of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported reported via breast implant follow-up study (bifs) left side "firm and looks abnormal due to capsular contracture". No treatment was performed. Healthcare professional later reported "fibrous capsule and rupture", diagnosed via MRI. This record is for the left side. Device was explanted and replaced. Device has been returned.